Event description:
Customer reported there was no image during fluoro. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the snubber board. System operates as intended.